Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. This is a non-sterile device with no expiration date. Mfg site name - endochoice. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a koala sponge was used for scope cleaning performed on an unknown date. According to the complainant, a technician experienced an allergic reaction while using the koala sponge. The technician was taken to the ER for breathing issues, however no treatment was administered. The technician no longer works in the procedure or scope cleaning room.